Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alleging under delivery and also they experienced high blood glucose level. The customer¿s blood glucose level was 405 mg/dl at the time of the incident. Customer stated other blood glucose value was 268 mg/dl. Customer was treated with pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test insulin pump. The reservoir will not be returned for analysis.